Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump alarmed for unexpected restart. Customer¿s blood glucose was unknown at time of incident. Customer performed troubleshoot for unexpected restart but insulin alarmed again. Insulin pump will not be return for analysis.